Event description:
A pt received her first treatment on 3/17/97 into a right forehead scar, upper vermilion border, and right chin. Almost immediately after treatment, pt noted small "grainy" bumps of collagen at the edge of vermilion border. When the pt pursed her lips, the bumps were visible; when the lips were in a neutral position, you could not see the bumps. On 3/19/97, physician injected intralesional dexamethasone into the bump at the chin treatment site, which did not help. On 4/9/97, chin treatment site was firm and red; the physician believed the redness might be from manipulation of the area during exam. He prescribed topical silicone gel to the areas. The test site was noted to have a small bead of collagen, which had not changed since the time she last seen. He was not sure if the pt had developed a hypersensitivity.